Event description:
On (B)(6) 2013, it was reported that the up and down keypad buttons were intermittently unresponsive and sticking. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #2 date of submission 01/29/2014-correction:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:the complaint could not be duplicated on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under the all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:the complaint could not be duplicated on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up keypad buttons were responsive. There was evidence of keypad contamination found under the all key contacts.